Event description:
The recipient is reportedly experiencing dizziness with device use and fluctuating impedances. The recipient has possible superior canal dehiscence. The recipient was prescribed meclizine.

Manufacturer narrative:
Advanced bionics no longer considers this event reportable. However, programming adjustments were made, which resolved the issue. The recipient is using the device. This is the final report.